Event description:
It was reported that during a pta treatment procedure, removal difficulties were encountered. The balloon catheter had been advanced through the sheath and inflated a few times to unknown atm's in an attempt to dilate a 50-60% stenosis. The physician was attempting to withdraw the balloon catheter when it became stuck in the sheath. The sheath and balloon catheter were removed togehter. The procedure was successfully completed. The pt is reported as 'ok' following the procedure; no injuries or complications were reported.